Manufacturer narrative:
The device was returned and evaluated. The evaluation results are as follows: the complaint about the device fell off could not be determined. There was moderate amount of adhesion tackiness observed on the pad. Due to the condition of the returned device, the original adhesion properties could not be verified.

Event description:
The patient reported that the v-go fell off at about noon yesterday, and was on for five hours. Patient put it on at 7am on her abdomen, and thinks there was not enough adhesive on it.